Manufacturer narrative:
Complete information for patient information, patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect hbsag and hbsag confirmatory results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) =(B)(6) iu/ml (> or =0.05 iu/ml=reactive) /repeated=(B)(6) and (B)(6) iu/ml / confirmatory reagent 1=(B)(6) s/co; reagent 2=(B)(6) s/co; neutralization=108% (reagent 2= > or = (B)(6) s/co and neutralization = > or = 50% =final interpretation=confirmed positive) /previous history at medical examination=negative there was no reported impact to patient management.

Manufacturer narrative:
Updated section- h6 adverse event problem: medical device problem code: to a090809 from a090804.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect hbsag reagent, lot 28509fn00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Historical performance of the architect hbsag assay in the field using data gathered via abbottlink from customers worldwide. The median population result for lot 28509fn00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Per product labeling, if the hbsag / hbsag confirmatory v.1 results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. Additional clinical or diagnostic information may be required to determine patient status. Per the specific performance characteristics section in product labeling, the overall specificity was estimated to be 99.87% (6001/6009) with a 95% confidence interval of 99.74% to 99.94% for the architect hbsag assay. Based on the investigation no product deficiency was identified for the architect hbsag reagent, lot 28509fn00.